Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00794. This report is being submitted as additional information. Approximate age of device - 1 year and 3 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient experienced aphasia, facial droop, one sided weakness and was diagnosed with a cardioembolic stroke. The patient's inr was subtherapeutic at 1 upon presentation. A CT scan of the head showed thromboembolic stroke. The patient was give a heparin infusion and coumadin. No further information was provided.